Event description:
The patient claimed the animas insulin pump has an absence of occlusion alarm issue. The patient's blood glucose elevated in the 400's mg/dl while he found a right angle kink in the cannula. There was no alarm to warn the patient about the possible occlusion at the time of concern. Animas sent a letter to patient requesting a call back after making several attempt to reach the patient for more information. This complaint is being reported as a malfunction due to the absence of occlusion alarm issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box and pump history showed no evidence of occlusions due to the pump data being overwritten with continued use. A 24 hour test was unable to be completed due to a loss of prime. The absence of an occlusion alarm issue was not able to duplicated during the investigation due to the pump information being overwritten. Unrelated to the complaint, the pump was opened and corrosion was found on all of the internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.